Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. All buttons functioned properly. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were not consistently responsive. His blood glucose level was 109 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.